Manufacturer narrative:
(B)(4). The device has been received, but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer took the pcu with a pump module attached from storage room, went to the pt's room and plugged it in. Shortly after that noticed it began to smoke and beep. Immediately unplugged the device. At no time was the pump connected to the pt. As soon as the pump was unplugged it stopped smoking. No additional pt or event info is available.